Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description:" while using this c1 on a patient, an alarm suddenly sounded, displaying ¿blower failure,¿ and the ventilator switched to ambient mode. Therefore, the hospital staff immediately replaced the ventilator." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.